Event description:
A male pt with hypertension was presented with angina. An angiography was performed and it showed a severe proximal left anterior descending coronary artery stenosis. Following pre-dilatation a cypher 3.0 x 18mm was deployed. The pt remained asymptomatic until he was re-hospitalized one year later with an acute myocardial infarction and occlusion of the stent implanted in the left anterior descending coronary artery.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted within thirty days upon receipt.